Manufacturer narrative:
A correlation between the reported stroke and the left ventricular assist system (lvas) could not be conclusively determined. There were two no external power alarms active in the system controller log file; the first activated on (B)(6) 2017 at 15:42 and the second on (B)(6) 2017 at 6:35. Both alarms activated due to both power cables being disconnected at the same time, the alarms cleared once power was restored. The alarms did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 1 year and 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient presented to the emergency room on (B)(6) 2017 with a migraine. On (B)(6) 2017, the patient returned to the emergency room and presented with right sided weakness and facial droop. The patient log file was submitted for review. During the analysis of the log, the manufacturer¿s technical services representative did not observe any device issues that would contribute to the patent's symptoms. No additional information was provided.